Event description:
It was reported by the customer that a pyxis medbank system had a drawer was failed to open. The customer reported that the malfunction occurred when the user tired to pull a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed to open. A field service engineer replaced the drawer controller board and the pyxibus controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.